Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing and withdrawal difficulties were encountered. The lesion being treated was located in the tight proximal, moderate to severely calcified, 50% stenosed left anterior descending (lad) artery. The vessel diameter was reported as 3.0 mm. The vessel was pre dilated with a 2.0 balloon. The physician attempted to place the taxus express2 3.00 x 16 mm drug eluting stent but could not cross the lesion. He dilated the vessel again with a 2.5 balloon. The physician fully deployed the taxus 3.00 x 16 mm stent in the proximal part of the lad at 14 atms. When he attempted to back out the balloon it was stuck and he tried pulling on the balloon to remove it but was unsuccessful. The physician had to back out the balloon, pt2 guide wire and cordis xb guiding catheter at the same time using a lot of force. No pt complications were reported.